Event description:
Additional information was received that a loss of high voltage (hv) therapy was observed during the bvvi.

Manufacturer narrative:
B3: the event date was estimated to be in may 2023.

Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.